Event description:
During a remote follow-up, increasing capture threshold and low pacing impedance were observed on the left ventricular (lv) lead. Insulation damage on the lead was suspected, however not confirmed. An x-ray was performed and no anomalies was found. No intervention has been completed at this time and the patient is stable.